Event description:
It was reported that the patient did not show up for his scheduled refill. The patient's low reservoir alarm was set to go off on (B)(6) 2012 when it had to two ml of drug left. On the day of the report, the patient's pump was alarming and was interrogated. The alarm was due to an empty reservoir. The healthcare professional was able to withdraw a few drops of clear fluid from the reservoir. It was believed that this fluid was remaining drug. The patient did not experience any signs or symptoms. The patient was refilled on the day of the report. The device system was used to deliver lioresal (baclofen).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).